Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation all over her body. The patient was given a prescription from her physician for hydroxyzine pills and hydrocortisone cream. It was reported that the patient's irritation improved.